Manufacturer narrative:
Based on the limited information provided, no definitive conclusion can be made. The cause of the alleged inflammation cannot be determined at this time. Case/patient specific details and post- op treatment information were requested but have not been provided to date. A review of the manufacturing records was performed for the subject lot and found that the lot was manufactured to specification. To date, these are the only reported complaints of inflammation for the subject lot of (B)(4) units manufactured in june of 2014. Arista¿ ah is a 100% plant-based polysaccharide. Arista¿ ah contains no animal or human components. Arista¿ ah is a fine, dry, sterilized white powder that is biocompatible, non-pyrogenic, and is typically absorbed within 24 to 48 hours. IFU recommends, once hemostasis is achieved, excess arista¿ ah should be carefully removed by irrigation and aspiration. This file represents the fourth patient with inflammation that was reported. Additional MDR's were submitted for the other four patient's with inflammation that were reported. Used on patient and discarded.

Event description:
As reported, a doctor told the area sales representative that following the use of arista¿ ah, inflammation is occurring in donor patients in liver transplant procedures. The doctor indicated that over a period of time this presented with five (5) donor patients. He stopped using arista¿ ah for some time to see if it still persist and reports that it did not. After stopping use of arista ah in these cases the doctor has done seven more transplants and experienced no post-op inflammation.

Event description:
As reported, a doctor told the area sales representative that following the use of arista¿ ah, inflammation is occurring in donor patients in liver transplant procedures. The doctor indicated that over a period of time this presented with five (5) donor patients. He stopped using arista¿ ah for some time to see if it still persist and reports that it did not. After stopping use of arista ah in these cases the doctor has done seven more transplants and experienced no post-op inflammation. Addendum: cases were performed in (B)(6) of 2019. It was reported that residual arista was not removed from the site. 3-4 days post op, patients presented with symptom of fever and were treated with antipyretic drugs and antibiotics on the basis of culture sensitivity.

Manufacturer narrative:
Based on the limited information provided, no definitive conclusion can be made. The cause of the alleged inflammation cannot be determined at this time. Case/patient specific details and post- op treatment information were requested but have not been provided to date. A review of the manufacturing records was performed for the subject lot and found that the lot was manufactured to specification. To date, these are the only reported complaints of inflammation for the subject lot of (B)(4) units manufactured in june of 2014. Arista¿ ah is a 100% plant-based polysaccharide. Arista¿ ah contains no animal or human components. Arista¿ ah is a fine, dry, sterilized white powder that is biocompatible, non-pyrogenic, and is typically absorbed within 24 to 48 hours. IFU recommends, once hemostasis is achieved, excess arista¿ ah should be carefully removed by irrigation and aspiration. This file represents the fourth patient with inflammation that was reported. Additional MDR's were submitted for the other four patient's with inflammation that were reported. Addendum: based on the reported information we cannot conclusively determine the cause of the inflammation that presented. However, it is possible that residual material left at the site may have been a factor. As reported, residual arista was not removed from the site at each case. Our instructions for use (IFU) identifies that excess arista ah should be removed for the site of application by irrigation and aspiration. The possibility of the product interfering with normal function and/or causing compression necrosis of surrounding tissue due to swelling is reduced by removal of excess dry material. Used on patient and discarded.